Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella cp was inserted via the left femoral artery in a 68-year-old male patient with cardiomyopathy presenting in scai stage e shock. During routine monitoring, the automated impella controller (aic) alarmed ¿purge system failure.¿ the bedside rn completed troubleshooting and successfully resolved the alarm by replacing the purge cassette, without the need for de airing, console replacement, or further intervention. Excessive force was not applied, and no additional contributing factors were identified. A data download was requested, and the purge cassette was identified for return; however, the pump itself is not expected to be returned. The patient experienced no harm, remained hemodynamically stable, and continued on impella support without further purge related events. Based on the available information, the event is consistent with a purge cassette¿related issue rather than a malfunction of the impella cp pump or aic. The alarm resolved fully with cassette replacement, and there is no evidence of device performance failure or patient injury. Final assessment remains pending analysis of the returned purge cassette and downloaded device data.

Manufacturer narrative:
Corrected information was provided in d3, g1 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (catalog). Upon review, the section d catalog number has now been updated. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the priming problem could not be determined as no product or logs were returned for evaluation.